Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage) and a 3mm circumferential pericardial effusion, 7 days post procedure was reported. Abbott requested for procedure imaging to review; this was not provided by the site. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported the cause of the reported pericardial effusion could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient's activated clotting time (act) level was 244 seconds. The patient's left atrial pressure was 14 mmhg. Transseptal access was inferior and mid. Four thousand units of heparin was administered prior to transseptal puncture and three thousand units were administered after. During the procedure the disc of the occluder slipped past the ridge between the pulmonary veins and left atrial appendage into the transverse sinus. The occluder was re-positioned and re-deployed. The occluder was implanted. On (B)(6) 2025 the patient presented with chest pain and returned to the hospital. A 3mm circumferential pericardial effusion was discovered at the pericardial base. Colchicine and nonsteroidal anti-inflammatory drugs (nsaids) were administered. Plavix was discontinued and lose dose aspirin continued. The patient status was stable. Per the physician the pericardial effusion was due to the occluder.